Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient in (B)(6) 2016. According to the complainant, in (B)(6) 2015, a previous transvaginal mid-urethral sling had been excised with interposition of surgisis. In (B)(6) 2016, the advantage (subject of this report) was placed due to the recurrence of stress urinary incontinence. The advantage was placed retropubically at a distance from the scar tissue (from prior surgery). After the procedure, the patient attained good continence. There was gradual emergence of some new leakage with urgency, with a normal cystoscopy. However, there was significant erosion of the sling into the vagina, so they decided to excise the eroded portion of the sling via ambulatory (outpatient) surgery.